Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during kit inspection the epoxy on the femoral impactor block was discovered to have melted and then re-hardened. Further assessment determined that this could lead to injury related to potential biologic response if it were to recur.